Manufacturer narrative:
Review of the logfiles for the day of treatment shows during the whole day the user performed 17 treatments successfully without any error or relevant warning. The user used energy settings which are within the defined recommended arrangement of pulse energy. During the complete day, the energy was stable with no abnormalities. No abnormalities or deviations can be identified by the logfile review. Technical root cause could not be determined as the system is performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis was reported to be resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported faint diffuse lamellar keratitis (dlk) in the left eye one day post lasik. Patient is using topical antibiotic drops every four hours and topical steroid drops have been increased to every one hour while awake. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.